Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) stated a rep "dropped the ball" and pt had to miss surgery because of the rep. This rep told the hcp that they left pt messages. Agent asked clarifying questions - pt sated the implant was replaced in 2019 (agent could not verify if due to normal battery depletion) and they were supposed to get implant they have now replaced because implant is dead, devices are not working, and not holding a charge. Agent asked - pt stated the issue started in march of this year. Agent asked when the the rep was made aware - pt was not clear if the rep was notified; pt stated they told the hcp in june of this year that they wanted the rep there to check the implant but hcp said the rep was not needed, they just needed to check the leads and they would not be doing the replacement surgery. Pt stated the rep called them on thursday. The pt stated they have 2 controllers. Pt has 1 recharger. Agent had pt plug controller into ac power supply with no battery pack - controller powered on and saw memory problem data has been lost screen. The battery pack was reinserted and pt saw green blinking light. Pt updated date and time and saw no device found screen; agent reviewed this is expected since implant has not been charged. Agent recommended pt to continue charging the controller and agent will call back later today to continue troubleshooting charging the implant. Agent made outbound call to pt - agent had pt start implant charge session. Pt saw no device found screen and when recharge was pressed, middle number on passive recharge mode was 100. After about 7 mins on hold, pt stated they kept seeing poor recharge quality but now saw controller at 80% and implant in red recharging excellent. Pt then saw system problem rm03 appear - pt confirmed they have seen this message since march and that the recharger does get hot (no pt harm reported). Agent asked pt to clarify 'not holding a charge' comment and pt explained that the implant battery was draining quickly after a couple days when before, battery would stay charged for a couple weeks. Pt stated they did have the therapy running continuously. Agent reviewed info on implant battery depletion and implant charge frequency. Agent sent email to repair to replace the recharger and recommended pt to follow up with hcp to further address concerns on implant battery depletion and implant charge frequency.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755; (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.